Manufacturer narrative:
(B)(4). Batch# t5a70a. Additional information was requested, and the following was obtained: it was reported that the patient lost about 200-300 milliliters of blood and surgery delayed. Did the patient require a transfusion? No how long was the procedure prolonged (minutes)? Half hour. Was there any patient consequence as a result of the procedure being prolonged? Bleeding and take the time to stop bleeding. The event reports that the patient is stable and in hospital now. Stable and left from hospital. Is the patient hospitalization part of the surgeon¿s normal practice? Unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? Unk. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a device from side view and bleeding was observed. Based on the photo alone the event describes of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Cutting issue. It was reported that during the circumferential mixed hemorrhoid operation, after fired, without audible and tactile feedback, rotated the knob to open the jaw, noted some tissue was not cut off as the photo shows. Used scalpel to cut the tissue and suture to oversew. The patient lost about 200-300ml blood, the surgery delayed. The patient is stable and in hospital now.